Event description:
The device was returned to the manufacturer for a design upgrade. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found the upper/lower cases were contaminated. Two side bail covers were broken and the ring was bent. The lead flex cover and liquid crystal display (lcd) were contaminated.